Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. Echocardiogram was performed and pericardial effusion was noted. Drainage was performed. It was also reported that computerized tomography (CT) imaging was performed and no perforation was observed. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event. .